Event description:
Additional information received from a company representative reported that the patient was seen in health care provider office on (B)(6) 2015 for evaluation of the device. It was determined that there was no open or short circuit. The settings were good. Everything checked out fine and there was no malfunction found with the device. The patient was sent back to emergency room for CT scan after a neuro exam by healthcare provider who decided that something else was going on with the patient outside of scope of the device. A company representative interrogated the device and he found that there was a short period of time where device was off. It was thought that after the fall, the daughter may have tried to check the device and turned it off by accidentally and then back on. When a company representative checked the device, it was on. It was further provided that the patient was better and not having any issues pertaining to their dbs (deep brain stimulator) system.

Manufacturer narrative:
Product ID 37642, serial# (B)(4); product type programmer, patient product ID 3 7085-60, serial# (B)(4), implanted: 2010 (B)(6); product type extension product ID 37085-60, serial# (B)(4), implanted: 2010 (B)(6); product type extension product ID 3389s-40, lot# v318255, implanted: 2010 (B)(6); product type lead product ID 3389s-40, lot# v318255, implanted: 2010 (B)(6); product type lead. (B)(4).

Event description:
A manufacturing representative reported the patient fell and hit the implantable neurostimulator (ins) against a dresser. The patient had a sudden loss of therapy. Several hours after the fall, the patient contacted the manufacturing representative. When they used the patient programmer, they could tell the ins was off. The patient was not aware of turning the ins off accidentally by themselves. The manufacturing representative suspected the fall caused the ins to turn off. Impedances were checked and therapy impedances checked out. The patient met with their health care provider (hcp) and the hcp believed the fall could be unrelated to the deep brain stimulation therapy. The patient was sent to the emergency room for evaluation. The patient's indication for use is parkinson's dual. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.